Event description:
On 4/6/94 reporter was informed that a patient had an oscor bv bipolar endocardial pacing lead revised due to a lead fracture. The lead was replaced with a new sense/pace lead manufactured by another manufacturer. The whereabouts of the lead is not known at this time. If the lead is returned, it will be forwarded to the manuifacturer for analysis.